Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure the farawave 31 mm - us catheter was selected for use, catheter performed as normal until at right inferior vein -catheter began bunching -wire would not exit catheter, removed catheter from body for inspection wire still would not come out head of catheter, removed wire and attempted to flush without success. The catheter was replaced and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.